Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had two nonfunctional ipgs and both were not able to hold a charge. The patient underwent a revision wherein both ipgs were replaced with a spectra wavewriter. The patient was doing well postoperatively with good coverage. The explanted devices will not be returned.